Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient had developed a skin irritation. The skin irritation was described as red with blisters and a heat rash. The patient's doctor instructed the patient to place gauze over the irritated area. The patient reported that the skin irritation improved.